Event description:
Customer reported via phone call that silent alert was going off before the six hour that it was programmed to. Customer also reported to sensor glucose versus blood glucose differences. Customer reported that sensor glucose was over 400 and blood glucose was 130 mg/dl and then customer would receive a cal error alarm. Customer received assistance with high predict alert settings, calibration error, and silent alert.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.